Event description:
After 12 years of cochlear implant use, this patient began to experience a change in sound quality and performance. Reprogramming attempts were successful at improving the patient's hearing. Using the appropriate diagnostic equipment, it was determined that the multiple electrodes were not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has been recommended but has not yet been scheduled at this time.

Manufacturer narrative:
The patient was implanted sin the contralateral ear in december 2005. His devie may be explanted in the future and reimplanted at that time with a double array device due to specification.